Event description:
It was reported that on 15april2025, a patient presented with grade 4 functional mitral regurgitation and restricted posterior leaflet for a mitraclip procedure. There was significant shadowing and difficulty with imaging causing no visibility of the posterior leaflet. A mitraclip was implanted successfully. The final mr was grade 2. On (B)(6) 2025, during the follow-up echocardiogram it was determined that a single leaflet detachment had occurred and the mitraclip was no longer attached to the posterior leaflet. The mr returned to grade 4. That afternoon the patient underwent a secondary mitraclip procedure. A mitraclip xt was implanted successfully to stabilize the slda clip. The final mr was grade <1. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (shadowing across leaflet) per case details. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.